Event description:
Clinic notes were received indicating that the vns patient had three prolonged episodes of complex partial seizures over the past two weeks prior to her office visit on (B)(6) 2014. It was noted that the patient had been seizure free at her previous office visit on (B)(6) 2014 and that the patient¿s medication levels were in the therapeutic range for the past six months. The physician stated that the patient¿s device was nearing end of service. The patient was referred for surgery but no known surgical interventions have occurred to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2010. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanting facility does not return explanted devices; therefore, no product analysis can be performed.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the patient was seen in the emergency room and was then admitted to the hospital. Generator replacement was scheduled. It was reported that the seizure was the biggest seizure the patient has ever had. She was hospitalized overnight and released home. It was reported that the generator was near end of service. It was also reported that the patient had not been sleeping well which may be triggering the seizures. The patient underwent generator and prophylactic lead replacement. The explanted devices have not been received for analysis to date.